Manufacturer narrative:
The report # 1020379-2016-00051 is associated with (B)(4), polident denture cleanser tablets.

Event description:
She thought the solution in the cup was water and she drank it [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received double salt denture cleanser (polident denture cleanser tablets) tablet (batch number mg131613a, expiry date unknown) for dental cleaning. On (B)(6) 2016, the patient started polident denture cleanser tablets at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of product. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of product were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser tablets. Additional details, adverse event information was received on 20 october 2016. Consumer reported that she thought the solution in the cup was water and she drank it. No further information to report.